Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented to clinic for routine follow-up. Upon interrogation, it was noted that atrial lead exhibited noise and automatic mode switches. No intervention was performed and the patient would be monitored.